Manufacturer narrative:
On 2/13/2017 - we were notified by the manufacturer that the results code has been corrected.

Event description:
On (B)(6) 2015, the battery status of this device was 17%. When the patient arrived for follow-up on (B)(6) 2016 the battery status was eos. No delivered therapies or a change in parameters had occurred during this time period. The patient did mention that on (B)(6) 2016 he went through a security check at the airport which included a whole-body scan machine; however we are unsure if this influenced the device battery. There were no adverse patient side effects reported. This device was returned.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, as mentioned in the complaint description. The ICD was implanted for 93 months and 36 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an increased internal self-depletion within the battery was identified, which led to the clinical observation. In conclusion, an increased internal self depletion within the battery was found to be the root cause for the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.